Manufacturer narrative:
Intuitive surgical (is) contacted the site/reporter and obtained additional information regarding this event. The fenestrated bipolar forceps instrument was checked before use and no default was observed before using the instrument. The cable was frayed with the black insulation stripped or damaged without a complete break. There was no loss of cautery associated with the black cable break and no arcing was observed. There was no thermal damage observed. There was no information about the surgical task that was being performed when the problem occurred or about whether the instrument tips hit other instruments or tools during the procedure. The procedure was completed using the same instrument. Upon completion of this surgical procedure, the instrument was checked for damage. The reported problem was identified before sterilization. Isi has received the fenestrated bipolar forceps instrument, and the failure analysis testing has been completed. The instrument was found to have conductor wire insulation damage. There was no material missing and the conductor wires were not exposed. The instrument passed an electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.023¿ - 0.191" in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further failure analysis on the returned fenestrated bipolar forceps instrument. The conductor wire was not found to be loose but to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing, and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The damaged insulation was found to exhibit several indentations and gouging. Scratch marks and abrasions were also observed across the insulation damage. The additional finding of main tube scratch marks/abrasions was found to be unrelated to the customer-reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was observed to have a loose conductor wire on the functional part at the front. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.